Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found a plate haptic and piece of optic torn off and missing. Lens was returned dry. There was evidence of dried-up surgical residue on lens. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single plate lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No suture was use. Another same model and size lens was implanted.